Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the bag tore during removal of the specimen. The specimen was removed with the same device that tore and complete the case. There was no patient injury.